Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump one-minute non-destructive ram test failed. Customer blood glucose reading was 214 mg/dl. Customer also reported device software error and trace pointers are invalid. Customer declined to troubleshoot the alarms. Insulin pump will not be returning for analysis.